Event description:
Svc lead impedance warning on (B)(6) 2024 (B)(6). Previous warnings on(B)(6) 2024 (physician aware). Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).